Manufacturer narrative:
Eval stated that damage (holes in block, incorrect material, epoxy connection failure-resealed at cone) was due to 3rd party repair and age (17 years old) of instrument. The 27005b/scope became obsolete in december of 1997 and was replaced by the 27005ba, autoclavable scope.